Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health professional reported receiving an inaccurately low reading on the adc blood glucose meter. A reading of 380 mg/dl was obtained on the adc meter compared to a lab result of 621 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. No new issues were observed. All results were within range specification and no errors were observed during control solution testing. No product deficiency was identified.

Event description:
A health professional reported receiving an inaccurately low reading on the adc blood glucose meter. A reading of 380 mg/dl was obtained on the adc meter compared to a lab result of 621 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.